Event description:
A zoll pt service rep (psr) called zoll customer support to report that a pt's battery charger was showing battery faults. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation, the battery charger was unable to charge a battery pack. The cause for the failure was isolated to contamination of the charger pca board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated pca board. The pt received a replacement battery charger.